Manufacturer narrative:
E1. Initial reporter city- (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically in the middle at 6 atmospheres for 30 seconds upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition after the procedure.